Event description:
Procedure - endoscopic ultrasound of a pancreatic cyst. Md had aspiration cath in hand and attempted to secure device onto the linear eus scope biopsy port and it then cracked at the connection between the top of the white section closest to the biopsy port and at the bottom of the clear plastic section. The md was able to continue and take an aspiration biopsy, and staff was able to obtain specimen without injury. No noted holes upon leak testing scope.